Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('unbearable pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and affective disorder ("moody/bitchy quite"). The patient was treated with surgery (removal (B)(6)2013)). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain and affective disorder outcome was unknown. The reporter considered affective disorder and pelvic pain to be related to essure. The following information was received from social media: pelvic pain, mood disorder . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-apr-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('unbearable pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and affective disorder ("moody/bitchy quite"). The patient was treated with surgery (removal (26mar2013)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and affective disorder outcome was unknown. The reporter considered affective disorder and pelvic pain to be related to essure. The following information was received from social media: pelvic pain, mood disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.